Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed via the 14fr sheath to support a patient admitted post vf (ventricular fibrillation) arrest and in need of CABG (coronary artery bypass grafting) for multivessel coronary artery disease. Upon removal of the 14fr sheath the pump was advance and bent back upon itself. The team needed to use a snare from contralateral leg to remove the wire and pump from the anatomy. The team placed a new pump.

Manufacturer narrative:
The investigation for the product kink has been completed. Pump was not returned for investigation. As per the clinical information provided, the cannula kink happened when removing the introducer for swapping the repo unit. Therefore, the root cause of the product damage cannula kink issue was use related to improper technique.